Event description:
Reporter indicated that patient was hospitalized for infection and that the patient had been experiencing joint pain (ankles and hands), neck pain and back pain. Additionally, the patient has also had a choking feeling. It was reported that the patient's white blood cell count is 19,000 and that it should be 3,000. Further follow-up revealed that on 09/25/02, that patient's family member reported to the treating neurologist that the patient was hospitalized with hands swelling and rash over neck area. At this time it was reported that the rash comes and goes on the patient's legs and arms. The neurologist instructed the patient's family member to take the patient to see primary care physician and to have the primary care physician contact him after the visit. Neurologist's nurse later reported that the notes regarding the neurologist's telephone conversation with the patient's primary care physician were not legible. The patient is scheduled to see the neurologist on 11/21/02.